Manufacturer narrative:
Additional information: device lot number now provided. The biopsy guide was returned to the manufacturer for analysis. During investigation it was found that the set screw on the biopsy guide assembly has locked up after attempting to back out the screw beyond the limitations of the design. The screw is a captured screw and is not intended to back out completely. The knob of the screw has tool marks all around and has been broken free of the set screw. The hardware investigation found that reported event was related to a physically damaged hardware. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Additional information: device manufacturing date now provided.

Manufacturer narrative:
No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that a site's biopsy guide would not tighten properly. Noted was that the biopsy guide remained loose even when the screw was tightened. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.